Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug via an implantable pump for non-malignant pain. It was reported that the pump was reading 6.9 ml left in the reservoir and when they went to aspirate, there was nothing left in it. Caller mentioned that they did a rotor and dye study on the patient and the doctor determined that there was nothing wrong with the catheter. The caller was not with the patient at the time of the call, so troubleshooting could not be performed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.